Event description:
Patient reported, left side rupture. Diagnosed with ultrasound, ¿mixed breast fibrosing adenosis (I-rads 2), with an inframammary lesion in the left breast (possible hypovascular fibroadenoma¿. And 'pain in the left breast. Changes in shape and density'. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/15/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/09/2024.

Event description:
Patient reported left side rupture diagnosed with ultrasound, ¿mixed breast fibrosing adenosis (I-rads 2) with an inframammary lesion in the left breast (possible hypovascular fibroadenoma¿, and 'pain in the left breast, changes in shape and density'. Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported left side rupture. Patient also reported breast mass which is not device related. Healthcare professional later reported pain, change in shape, and density. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast mass-ndr.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Event description:
Patient reported, left side rupture. Patient also reported, breast mass. Which is not device related. Healthcare professional, later reported, pain, change in shape and density. The device has been explanted and replaced with non-abbvie device.